Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k020321, k040099, k131331 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received false susceptible results. A confirmatory e-test was performed but the results were not included. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I report a non-compliance with the teicoplanin susceptibility testing. The mic value of tec in study 3341.22 and 3140.22 was 8, while the real tec number was 1.0 (in 3341.22) and 1.5 (in 3140.22). Both strains of s.epidermidis were isolated from blood", "were patient samples involved? Yes. Is a confirmatory test always performed? E- test . Was it obvious that the results were erroneous/could not be trusted? Laboratory's procedure were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received false susceptible results. A confirmatory e-test was performed but the results were not included. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I report a non-compliance with the teicoplanin susceptibility testing. The mic value of tec in study 3341.22 and 3140.22 was >8, while the real tec number was 1.0 (in 3341.22) and 1.5 (in 3140.22). Both strains of s.epidermidis were isolated from blood", "were patient samples involved? Yes. Is a confirmatory test always performed? E- test. Was it obvious that the results were erroneous/could not be trusted? Laboratory's procedure. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient?¿ no."

Manufacturer narrative:
H.6 this MDR was reported at the time with a different material number. New additional information was received. This product is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable.